Event description:
It was reported that during a lead implant procedure lead helix actuation was tested prior insertion and helix rotation was unsuccessful. No helix actuation was confirmed and helix was rotated several times with the stylet being inserted again however the issue was not resolved. Lead was not used and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.